Event description:
It was reported that during an implant procedure, the right ventricular lead was inserted into the vein and under fluoroscopy, the helix was noted to already be "half way extracted." An attempt was made to retract the helix, however there was no change in position. The lead was removed for inspection and the helix was again unable to be extracted or retracted. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.